Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer attempted to charge the pump using a third-party wall adapter without success and did not have an alternative charging cable. Customer service arranged to send a replacement tandem cable and wall adapter via two-day shipping and advised the customer to rely on manual daily injections if the pump battery depleted before receiving the new charging supplies.